Event description:
It was reported that during the implant procedure, the pulse generator exhibited setscrew anomaly and the atrial lead could not be attached. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.